Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was returned for a power error alarm. The detailed trace analysis confirmed that the alarm was triggered when the backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detail trace confirmed that the root cause is the non sleep anomaly software error. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated the customer was assisted with disconnecting from the insulin pump. The customer gave themselves a bolus and was assisted with preforming a self-test on the insulin pump. The insulin passed the test. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.